Event description:
It was reported that during the procedure involving the implant of the evolutr valve, the silicone gasket remained attached to the edge of the jar during valve jar opening; however, the gasket was intact without damage and the valve removed from the jar. The valve was loaded successfully into the delivery catheter system (dcs) and confirmed a good load via fluoroscopy. It was noted that the patient had recently undergone endovascular aortic repair, and during advancement of the dcs, resistance was encountered. During the first deployment attempt, the implant depth was too high, necessitating valve recapture. Tension was noted in the dcs during valve recapture. A noise was heard, and there was difficulty closing the capsule. The valve was successfully recaptured and removed from the patient. The valve was released in the sterile field with effort noted in the first stage of opening, but once the valve started exiting the capsule, the release was easy. The valve was inspected, re-expanded, washed, and loaded on a new dcs, and good load was confirmed with a fluoroscopy check. The valve was then implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. Heavy delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. An evolut r 29mm valve was attempted to be loaded into the dcs, however a buckle began to form at the area of heavy delamination on the proximal end of the capsule. A new valve could not be loaded due to the damage to the capsule. The reported event for difficult to close could be confirmed in the analysis. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.